Event description:
It was reported that during the procedure to treat a mildly calcified, de novo lesion in the non-tortuous mid posterior tibial artery, when attempting to inflate the armada 14 using an unspecified inflation device, the balloon could not be completely inflated and was found to be leaking contrast when pressurized once to 2 to 4 atmospheres. The armada 14 balloon dilatation catheter (bdc) was withdrawn from the anatomy without resistance. The procedure was continued using a 2.0mmx60mmx150cm armada 14 bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue, leak, and loose connection were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed report, additional information received indicated that while the site did not recall any difficulty with connection and there was no difficulty with disconnection, the leak may have been related to an issue with the hub connection of the 3.0mm x 120mm x 150cm armada 14 balloon dilatation catheter. While contrast was noted to be leaking from an unknown area of the device, the site indicated that no contrast was noted to be leaking from the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.